Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n177541020, implanted: (B)(6) 2008, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient missed a refill because she was non-compliant. The low reservoir alarm was set to occur on (B)(6) 2014 at a 2ml reservoir volume. At the time of this report, an alarm was occurring, but telemetry had not yet been performed. It was calculated that the pump would become empty on (B)(6) 2014. The device system was used to deliver compounded baclofen and morphine. The patient¿s medical status prior to the report, alarm details, patient symptoms, treatment/interventions, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.